Event description:
The initial reporter stated they received discrepant results for ten patient samples tested with elecsys hiv combi pt on a cobas e411 rack. Please refer to the attachment for all patient data.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The field service engineer found a bent sipper probe and replaced it. Sipper positions were adjusted since it was found that a cup was touching the probe. The sample probe and mixer were adjusted. The sipper, sample probe, and mixer flow paths were decontaminated. Cleaning maintenance was performed, the probes were purged, and cell preparation maintenance was performed. Controls were run and the results were satisfactory. Some patient samples were repeated after this troubleshooting (see attachment). One level of control showed high levels on some days in (B)(6) 2025. Other levels of control were within specified ranges. A review of alarm trace data showed no relevant alarms. All initially reactive samples (results = 0.9 coi) should be re-determined in duplicate with the elecsys hiv combi pt assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. The elecsys hiv combi pt assay performs within specification.